Event description:
The user facility reported that a tracheostomy surgery was performed and when the clinical attempted to intubate the listed device, the tube went through the trachea wall and was placed between the esophagus and trachea. In result, the pt allegedly got mediastinal emphysema aerodermectasia.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval